Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the arteriovenous fistula. An angiojet avx catheter was selected for thrombectomy procedure. However, during the procedure, the device could not remove any thrombosis. The procedure was completed with this device. There was no patient complication reported.